Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up, the cs300 intra-aortic balloon pump (iabp) had a maintenance code trigger 5. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit for the reported malfunction. Fse recalibrated the helium transducer to resolve the issue. The unit passed all functional and safety testes and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.